Event description:
It was reported that the customer's device could not charge and deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): a third party service agent has evaluated the device and verified the reported failure. They have requested a replacement therapy pcb and power supply assemblies to repair the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party service agent has replaced the therapy pcb and power supply assemblies and observed proper device operation through functional and performance testing. The device has since been returned to the customer for use.